Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.38 cm in diameter abdominal aortic aneurysm. Aortic neck was 15.5 mm long, 26.7 mm in diameter proximally and 25.4-26.4 mm in diameter distally above the aaa, and angulated 21.6 degrees. There was significant calcification at the infrarenal aortic neck. Vessels were non-tortuous and non-calcified. There was no aggressive ballooning during the case. Seven days post index procedure, a follow-up CT revealed an endoleak. Suspected to be a fabric holy/type iii endoleak from the main body of the stent graft, an area of thick calcium, located at 10 mm from the renal artery, which may have contributed to the endoleak. An intervention, such a conversion to an aui, is planned. Although the pt is currently stable and asymptomatic. No clinical sequelae were reported, and the pt is fine. An internal review of films pre-implant show a calcified neck.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results and conclusions: (aortic neck calcification).